Event description:
It was reported that a critical procedure could not be completed on the affiniti 70 ultrasound system. The system displayed an error message during an arterial line insertion procedure. The procedure was able to be completed with another ultrasound system. There was no patient or user harm associated with this event. The philips service engineer initiated the repair process to address the customer¿s immediate concern. Philips has started an investigation, and a follow-up report will be submitted upon completion.